Event description:
Kimberly-clark received a report from sales rep in (B)(4), stating that while suctioning a patient the closed suction catheter was observed to be missing the tip. Immediately performed a bronchoscopy and removed approximately 4 cm long piece of a catheter which looked similar to the closed suction catheter. No injury reported. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B)(4).

Manufacturer narrative:
DHR for the code (B)(4) with lot m9232t604 was reviewed. The product was manufactured (B)(4), 2009. The product met manufacturing specifications. Sample evaluation confirms that the product is 14f and the tip appears to be from the identified trachcare product (B)(4). The cut end appears to have been cut with scissors. The directions for use warn, "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.